Event description:
It was reported that the patient presented in the clinic after receiving a patient notifier. Upon interrogation, it was noted that the right atrial lead exhibited auto mode switch episodes due to noise oversensing. No intervention was performed. The patient was stable throughout the event will continue to be monitored.